Manufacturer narrative:
The complaint of premature discharge of battery was confirmed. The device was at end of life (eol) upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
New information notes that the device was explanted and replaced on (B)(6) 2021. Patient was stable.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a follow-up check. Upon review, the pacemaker exhibited premature battery depletion. It was noted that in 2019 the device was estimating 10 years to eri (elective replacement indicator) and now the device showed an eri alert fort (B)(6) 2021 and an eos (end of service) alert for (B)(6) 2021. Also, the battery trend showed a drop in voltage around december 2020 that correlated to high current drains of approximately 120 ua. No intervention was performed. No patient consequences.